Event description:
It was reported the patient's lead had migrated. Surgical intervention was undertaken on (B)(6) 2018 during which the lead was re-positioned. Stimulation was restored post-operatively.